Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed difficulties booting during start up. The pendant and image acquisition system (ias) computer were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, it was difficult to boot up the imaging system which stayed in initializing mode. The site needed to restart the system more than one time. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect pendant has been received by the manufacturer for evaluation. The reported issue could not be confirmed. Unable to system test pendant. Visual inspection confirms pinch in cable insulation but no conductors showing and the serial connector is physically damaged. The connector is dented preventing it from installing on the system.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open within the cable when testing failed. The pendant for the imaging system has been received by the manufacturer for evaluation. However, results are not available at this time.